Event description:
The treatment area was a very distal left posterior descending artery (pda). The vessel was 90% stenosed and through angiography showed significant calcification. The viperwire advance guide wire was the primary wire used and was positioned in the left posterior descending artery (l-pda) and the diamondback 360 coronary orbital atherectomy device (oad) was prepped and advanced to the lesion without issue. The oad was spun for 4 treatments, 3 on low speed and once on high speed, and it was noted the crown was fairly close to the coils of the viperwire but it was unclear how close. During treatment, the oad contacted the distal spring coils on the viperwire, resulting in a guide wire fracture. The oad crown was not observed to have jumped. The oad was stopped and removed with the viperwire. No attempts were made to retrieve the fractured component. The decision was made to place a stent to secure the fractured component against the vessel wall due to the very distal location and the vessel size. The patient was stable and discharged the following day. There was no angiographic imaging to review, so the physician's opinion was that a few millimeters of the viperwire were left in vivo. The physician did not have any concerns about potential long-term risk to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).